Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a companion sample was received for evaluation. A blood leak test was performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed ¿during testing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.